Manufacturer narrative:
As reported, the patient underwent placement of an optease ivc (inferior vena cava) filter. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to sepsis with high risk for deep venous thrombosis and pulmonary embolism. The ppf indicates the device cannot be removed, and the filter is embedded in the wall of the ivc. Approximately seven years after the filter was implanted, the patient underwent an unsuccessful attempt to retrieve the filter. The patient is also reported continue to experience anxiety related to the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of an optease filter. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to sepsis with high risk for deep venous thrombosis and pulmonary embolism. The ppf indicates the device cannot be removed, and the filter is embedded in the wall of the ivc. Approximately seven years after the filter was implanted, the patient underwent an unsuccessful attempt to retrieve the filter. The patient is also reported continue to experience anxiety related to the filter.